Event description:
The patient was an 88f with no pre-existing conditions. Metastatic lung cancer was originally suspected prior to the case. After the 5th bite with the serrated forceps, the patient began bleeding excessively, with blood eventually coming up the et tube. The physician was able to stop the bleeding by applying pressure with the scope and the patient was beginning to stop on her own. Pt was extubated the next day. No pneumothorax was noted. Pt. Stayed in the hospital 4 days and was set to be discharged on day 5. Physician stated that age and prescription of eliquis played a role in excessive bleeding.